Event description:
Had bilateral breast augumentation over 25 years ago. In last few yeaars had pain in breast, mammogram done. Operation to remove ruptured implants and capsules. Right implant was found with major leak and sticky silicone around implant and within capsule. Left implant was found ruptured with eggshell calcification, also had major leak. Capsules and implants given to family.